Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: yellow biological tissue, white calcification, broken shell with striated edge on anterior, posterior and radius side, total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is broken shell with striated edge assessed as surgical damage and delamination of plug strap disk shell assessed as adhesive failure. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange from textured to smooth, implant malposition, and "contracture" baker grade unknown.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth, implant malposition, and "contracture" baker grade unknown. Device was explanted.